Event description:
Treatment of an ophthalmic aneurysm. It was reported the proximal section of the pipeline would not open after deployment. Several attempts were made and the proximal section of the pipeline opened. No patient injury reported. Same event as MDR# 2029214-2011-00314.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).